Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred as micro bubbles were noted during aspiration. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.